Event description:
It was reported by the district nurse that the catheter of the patient was bypassing and the catheter was green and the balloon was deflated. It was stated that this had occurred twice previously. It was also stated that the patient was taking prophylactic nitrofurantoin antibiotics for approximately 6 months for recurrent urinary catheter infection. The catheter was in the patient for 8 weeks.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be hypersensitivity to latex or bacterial infection. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the (foley catheter) ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the district nurse that the catheter of the patient was bypassing and the catheter was green and the balloon was deflated. It was stated that this had occurred twice previously. It was also stated that the patient was taking prophylactic nitrofurantoin antibiotics for approximately 6 months for recurrent urinary catheter infection. The catheter was in the patient for 8 weeks.